Event description:
A family member of a trapease vena cava filter patient called for medical information and also reported adverse events. The patient is a (B)(6) female who weighs 240 lbs with a history of blood clotting disorders. The patient was placed on blood thinners as a precaution to prevent a possible pulmonary embolism, but was stopped after she developed a 16cm abdominal wall hematoma during anticoagulation. . As treatment, a trapease vena cava filter was placed. The vena cava was normal in shape (exact size not available). There was no thrombus at the delivery site. The filter was placed infrarenal. The procedure went well. There were no complications. Eight days post-implant, the patient developed clot at the base of the ivc filter and swelling in both legs. An ultrasound was performed and showed a blood clot in the legs. The patient has been placed back on lose dose blood thinners and the resolution is on-going.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
A family member of a trapease vena cava filter patient called for medical information and also reported adverse events. Eight days post implantation, the patient developed a clot at the base of the ivc filter and swelling in both legs. An ultrasound was performed and showed a blood clot in the legs. Additional information reported that the ultrasound demonstrated left extremity deep vein thrombosis and thrombosed ivc to the level of the filter. The patient has been placed back on lose dose blood thinners and the resolution is on-going. The patient is a (B)(6) female weighing (B)(6) had a history of blood clotting disorders. The patient was placed on blood thinners as a precaution to prevent a possible pulmonary embolism, the blood thinners were stopped after she developed a 16cm abdominal wall hematoma during anticoagulation. As treatment, a trapease vena cava filter was placed. The vena cava was normal in shape (exact size not available). There was no thrombus at the delivery site. The filter was placed infrarenal. The procedure went well. There were no complications. The device remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombus formation is a known possible complication of filter implantation as indicated in the instructions for use (IFU). The placement of the device does not prevent thrombus formation, but as outlined in the IFU is indicated for the prevention of recurrent pulmonary embolism and is designed for clot capture. Based on the available information, there is no indication that the event is related to device failure, however, the patient's comorbidities and high risk for continued thrombus formation are likely contributing factors. Therefore, no corrective actions will be taken at this time.